Manufacturer narrative:
Concomitant medical products: 694865 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to shortness of breath. Upon interrogation, the patient's right atrial (ra) lead had undersensing of the p waves. As well, the right ventricular (rv) lead had high thresholds. Both leads are still in use. No further patient complications have been reported as a result of this event.